Event description:
It was reported that the pt had a memorylens implant in 2000. The pt was subsequently treated for iritis. Iritis resolved by the next visit. No surgical intervention necessary. The doctor reported the prognosis as excellent, and did not feel this incident was lens related.